Event description:
It was reported that device entrapment occurred. The 90% target lesion was located in a moderately tortuous and moderately calcified vessel of the iliac. A 10x100x75 epic vascular self-expanding was selected for use. During advancing along with a non-boston scientific guidewire, it became stuck. Upon removal, the guidewire could not be removed, so the device was removed together with the guidewire. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
With the available information, boston scientific concludes: device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis the device was discarded; therefore, a technical analysis could not be performed. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a risk review was completed and confirmed that the events of wire lumen - difficult to track over wire and catheter - froze on wire were defined in the risk documentation and are documented accordingly in the prr. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific concludes the most probable root cause as unable to exclude device problem because of the limited detail of the reported information, the absence of any clarifying details from follow-up communications, and the inability to examine the alleged device or the concomitant guidewire. In this case, an analysis of the returned devices would most likely be required to clarify the cause of the event.